Manufacturer narrative:
(B)(4).

Event description:
Procedure type: myomectomy. According to the reporter: during procedure, a part of outer sleeve was melted and fell into cavity. The fallen piece was retrieved from the cavity. Used another to complete procedure. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes.